Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not cross over and involved multiple medications and a patient. A technical support specialist (tss) confirmed that integration engineer resolved the active directory and orders issue. The system functioned as intended after tss troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station was not crossing over the multiple medications and patient profile. The customer stated that the malfunction occurred while user tried to issue medication to a patient and unable to pull medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station was not crossing over the multiple medications and patient profile. The customer stated that the malfunction occurred while user tried to issue medication to a patient and unable to pull medication from the station. There were no adverse events or injuries reported based on this event.